Event description:
No se ve señal de video. It was reported to philips that there was no video signal for the azurion device. The device was inside clinical use at the time of the event. No patient harm was reported.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was not in clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that the image of a of a third-party system could not be seen by the customer in flexvision. Upon functional testing, it was found that the optic cable was damaged. The philips engineer replaced the fiber optic cable between the wcb (video wall connection box) and the b cabinet. After the replacement, the system was returned to good working order. The codes were updated based on the investigation outcome.